Event description:
Got breast implants in 2006 at age (B)(6) and in (B)(6) of 2012 one of them ruptured and so I had both implants replaced (allergan smooth saline). Within a few months of having them replaced I started having health problems as follows - recurrent vaginal yeast infections which eventually turned into a systemic fungal infection that I had to be treated for 3 times; began having severe hormonal imbalance; developed severely dry skin, eyes, and lips; developed tinnitus; eyesight became very poor; developed digestive problems; developed cognitive issues so severe that I nearly lost my job; was diagnosed with chronic fatigue syndrome in 2019. Basically the implants destroyed my health. FDA safety report ID# (B)(4).